Event description:
A user facility patient care technician (pct) reported a dialyzer blood leak upon initiation of treatment. The estimated blood loss (ebl) was unknown. The sample was reportedly available to be returned for evaluation. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.